Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the "e103 error" malfunctions would likely be that the lamp did not work. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with the same device.

Event description:
It was reported, the light source had a lamp malfunction as the lamp did not work. The back-up bulb was working and provided acceptable visualization to complete the case. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the lamp did not work due to a bad power supply and e103 ignition error. Additionally, the lamp expired life meter had a reading over 500 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.